Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was high due to being disconnected from the pump and not taking lantus or basal injections, reportedly customer applied bolus injections to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.